Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient saw an unknown error code on their recharger that said to call their doctor. They noted that they were told the ins was off but they could still feel stimulation. The patient reported that their "ohms" stopped working and they were "stuck on a tone that doesn't work for them". They also noted that their adaptive stimulation didn't change for them and was stuck with the same issue over and over again. No further complications reported.